Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the sensor base, no broken needle was found . Then, performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor stuck in body with needle. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that needle was fractured while in the body. Customer stated that needle was very easy to remove with discomfort. The sensor will be returned for analysis.